Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device was non-functioning and was removed due to a need for an MRI. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the event occurred on (B)(6) 2018. The hcp noted there was no know impact or consequence to the patient. The hcp also noted there was a defective device. The hcp added the location where the event occurred was in the hospital. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was removed due to the effectiveness decreasing over time and not working as well, and that the patient required an MRI for other issues, so the device was removed. There was no known replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp: when asked the cause of device being non-functioning, the hcp stated the device wasn't functioning properly, it needed to be removed to have MRI of liver done and patient did not want it replaced. No further complications were reported/anticipated.